Event description:
A facility reported that the complete brain probe (p2peu) did not pass the patient's dura mater but "push it forward." The issue led to an air collection between the skull and dura (the probe seemed to have pushed the dura forward instead of passing through it). There was no bleeding or contusions and the air collection had almost fully resolved (as checked on CT scan of the brain) once the bolt/probe was removed and a new one placed on the contralateral side. A single lumen bolt and icp probe from camino was used to complete the procedure. There was no further patient consequence.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the complete brain probe (p2peu) did not pass the patient's dura mater but "push it forward." The issue led to an air collection between the skull and dura (the probe seemed to have pushed the dura forward instead of passing through it). There was no bleeding or contusions and the air collection had almost fully resolved (as checked on CT scan of the brain) once the bolt/probe was removed and a new one placed on the contralateral side. A single lumen bolt and icp probe from camino was used to complete the procedure. There was no further patient consequence.

Event description:
N/a.

Manufacturer narrative:
Complete brain probe (p2peu) was not returned for evaluation after three good faith attempts (gfes) were made, thus the complaint is considered unverifiable. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.